Manufacturer narrative:
Examination of the production records of the involved nail did not reveal any deviation from specification. The explanted nail (nor the case x-rays) was not available to the manufacturer; therefore, nail physical examination was not feasible. Although the nail could not be examined, the fact that it fractured after five months in metastatic bone with non-union suggests a fatigue fracture. Breakage of proximal femur nails is known and documented in the literature, with reported rates that range from 0.2% to 5.6%. The risk of implant failure increases in case of pathological fractures, as in the described case. [1] the company is actively seeking for more data. [1] johnson na et al., risk factors for intramedullary nail breakage in proximal femoral fractures: a 10-year retrospective review. Ann r coll surg engl. 2017; 99(2): 145-150.

Event description:
On march 16, 2026, the company became aware of a case involving its piccolo composite pf nail. Based on the information provided to the company, the device was implanted in an oncologic patient with femoral metastases on (B)(6) 2024, following a fall resulting in a pathological fracture of the femur. Approximately five months post-implantation, the nail fractured at or near the lag screw interface due to non-union. On (B)(6) 2025, the nail was removed and replaced with a total hip prosthesis.